Event description:
It was reported that a (B)(6) year old, female patient underwent an atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade which required pericardiocentesis, surgical intervention and extended hospitalization. The patient¿s medical history is unknown. The procedure was aborted. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that this is a combination of a thin septal antero-posterior diameter and puncture close to right pulmonary vein. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
During an internal review of this complaint on february 25, 2016, it was found that the lot number was provided. The lot number is 16095072l. Therefore, the UDI number is (B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Also, the product brand name was correctly reported as thermocool® sf nav bi-directional catheter. However, there was a correction in the u.s. Catalog number from bni35bdh to bni35bbh and model number from d-1317-07-s to d-1317-06-s. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Notification was sent in the 3500a supplemental #1 stating that during an internal review of this complaint, it was found that the lot number was provided. Therefore, the UDI number was provided. Therefore, an internal corrective action has been opened to prevent this issue. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant product used: product name: mobicath¿ bi-directional guiding sheath, us catalog #: d140010, lot#: unknown. Non-bwi product used: cook medical, (B)(4). Manufacturer's reference #: (B)(4).